Event description:
User facility reported several unsuccessful cavity integrity assessment (cia) tests during an attempted novasure endometrial ablation. The procedure was abandoned and a perforation was confirmed laparoscopically. Follow-up info received 10/22/2009 and one week later revealed that three small perforations approx .5cm in size were noted. Treatment of these perforations included "diathermy until the bleeding stopped". Since the pt was previously scheduled to have a tubal ligation post ablation and experienced the perforation, the physician opted to perform a vaginal hysterectomy. The pt was admitted to the hospital in 2009, discharged 3 days later, and she has been seen on follow-up when she was reported to be doing "well". A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the disposable novasure device was not provided by the complainant. Serial number of the novasure rfc was not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.